Event description:
It was reported that during laboratory research the device moves left and right but once a little pressure is applied to the blade, the blade is unable to oscillate left and right. The device was able to trim a full-thickness porcine skin but was not able to trim a second piece and the blade was not oscillating left and right. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit could not produce any rpms due to a damaged reciprocation arm. Tech replaced the reciprocation arm, tested the unit, calibrated it, and returned it to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.